Event description:
It was reported that the implantable cardiac monitor (icm) had migrated. It was noted that there was a query about the location of the device. It was reported that the mobile monitoring application last data send was on (B)(6) 2025. Advised to make sure the device was still implanted or needed repositioning; patient spouse states that patient was not sure if it was still implanted or has just shifted; discussed option of home communicator if mobile monitoring application was not best option. It was further noted that the home communicator was discussed as an option if the application was not the best option for the icm patient. The icm remains in the patient. The mobile monitoring application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.